Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. The customer stated that the insulin pump did not vibrate even when the vibrate option was enabled. The customer also stated the battery was not low and no damage occurred to the insulin pump. During troubleshoot, the insulin pump did not vibrate during the vibrate test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.